Event description:
The patient reported discomfort with the implantable pulse generator (ipg) after having had surgery on the opposite side of their chest and was concerned that the device may have moved. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.